Event description:
The reporter states that the expiration date on the vial of the accu-chek advantage strips is 9/2005. The manufacturer's electronic inventory system expiration date is 9/2000. No adverse event reported. New system sent to customer.